Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was confirmed through review of the event history log and was not reproduced. Physical inspection found cracks in the upstream sensor tail pins which can cause false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported a spectrum pump had false upstream occlusion alarms. It was also reported there was no patient injury.